Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that q-syte 15cm small bore bi-ext set was unable to connect with IV line. This occurred on 3 occasions during use. The following information was provided by the initial reporter: unable to connect the IV line with the q-syte (bi ext set) due to vacuum in the line.

Manufacturer narrative:
H6. Investigation: our quality engineer inspected the video sample submitted for evaluation. Bd received one video which displayed a clinician trying to attach a male luer end of an extension set to the septum of the q-syte top body. When she removed her hand, the male of the extension does not stay connected to the q-syte unit. The reported issue was confirmed. Although the failures stated in the reported issue were confirmed with the unit provided for investigation, bd could not establish a definite root cause without the actual sample. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that q-syte 15cm small bore bi-ext set was unable to connect with IV line. This occurred on 3 occasions during use. The following information was provided by the initial reporter: unable to connect the IV line with the q-syte (bi ext set) due to vacuum in the line.